Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lots, 1140016 and 2089063, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed two q-syte units, one still inside its sealed packaging and the other in an opened package. There were no visible defects or deformities present on the sealed unit. However, the top body column of the unit in the opened package was broken and the septum appeared to have been torn at the column. Therefore, based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for testing a definitive root cause could not be determined.

Event description:
It was reported that the bd q-syte¿ needle-free connector had broken. The following information was provided by the initial reporter: when the nurse had used q-syte, one part of the q-syte had broken. Infusion line was connected with q-syte. They had two different cases, when the same happend.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ needle-free connector had broken. The following information was provided by the initial reporter: when the nurse had used q-syte, one part of the q-syte had broken. Infusion line was connected with q-syte. They had two different cases, when the same happend.